Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic radical esophageal cancer surgery, the stomach was cut and closed when passing through the tubular stomach. The stomach tissue could not be cut when it closed, and the cutting failed, forcing us to use a new device for cutting closure to re-cut and close the stomach and the operation was delayed for no more than 30 minutes. No injury.